Event description:
It was reported that this lead was attempted to be implanted in the left bundle branch area. The physician initially extended the helix and implanted the lead into the deep septum of the heart. At this point, loss of capture (loc) was noted. The physician attempted to retract the helix unsuccessfully after multiple turns, therefore, the lead had to be manually extracted. Tissue was observed to be trapped within the helix. A new lead was successfully implanted. No adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried body fluid and tissue within the helix housing. Electrical continuity testing passed, indicating conductors are intact. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this lead was attempted to be implanted in the left bundle branch area. The physician initially extended the helix and implanted the lead into the deep septum of the heart. At this point, loss of capture (loc) was noted. The physician attempted to retract the helix unsuccessfully after multiple turns, therefore, the lead had to be manually extracted. Tissue was observed to be trapped within the helix. A new lead was successfully implanted. No adverse patient effects were reported. This lead has been received for analysis.